Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient went to the emergency room due to their device toning. It was noted that the superior vena cava (svc) impedance on the patient's right ventricular (rv) lead was above the normal range and had been fluctuating and erratic for a few weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.